Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the event reported that a trident inline offset impactor fractured after final impaction. The failure was noticed during disassembly of the device after impaction. Product evaluation and results: visual inspection confirmed that the shaft of the device completely sheared off. Product history review: review of the device history records indicate 25 devices were manufactured under lot no 32882 and accepted into final stock on 12/22/2015. Review of qt15- 12- 0072 revealed that the non conformance is not related to the failure alleged in this complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32882 shows no additional complaints related to the failure in this investigation. Conclusions: the failure was confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
After impacting the cup dr. (B)(6) went to remove the robotic arm from the patient and the inline-offset cup impactor fell out of the end effector. The cup impactor broke in half at the middle. It was determined that the impactor broke during the final impaction and not at the beginning. Case type tha.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After impacting the cup dr. (B)(6) went to remove the robotic arm from the patient and the inline-offset cup impactor fell out of the end effector. The cup impactor broke in half at the middle. It was determined that the impactor broke during the final impaction and not at the beginning. Case type tha.